Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer had a blood glucose level of 40 mmol/l and ketoacidosis. He started using the insulin pen, and managed to get the blood glucose level down to 24 mmol/l. He contacted hospital, and was hospitalized. When blood glucose level was measured at the hospital it was 19.0 mmol/l. He was hospitalized two days. Customer thinks the pump delivers too little insulin. A request was made for the return of the device.